Event description:
Adc received an email in which it was reported that a customer experienced a seizure while wearing an adc freestyle libre sensor. The reporter wanted to "talk to a person in (the) company and find out what are the options to prevent unexpected seizures". No product problem was reported. No further details were provided and attempts to obtain additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and fs libre sensor, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received an email in which it was reported that a customer experienced a seizure while wearing an adc freestyle libre sensor. The reporter wanted to "talk to a person in (the) company and find out what are the options to prevent unexpected seizures". No product problem was reported. No further details were provided and attempts to obtain additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.